Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a silverhawk device for the treatment of a moderately tortuous moderately calcified lesion in mid tibial/popliteal trunk which exhibited cto (chronic total occlusion-100%). The device was inspected with no issues noted. Device prepped as per IFU without issue. The device is reported as being: jammed/will not close. This issue occurred during the first pass. It was possible to turn off the thumbswitch but not all of the way. The device stopped functioning while in use in the patient. Physician was using a silverhawk directional atherectomy device for the treatment of a moderately tortuous moderately calcified lesion in mid tibial/popliteal trunk which exhibited cto (chronic total occlusion). Device was prepped per IFU without issue. The device is reported as being: jammed/will not close. It was reported that this issue occurred during the first pass. It was possible to turn off the thumbswitch but not all the way. The device stopped functioning while in use in the patient. Device would not close all the way. The device was safely removed from the patient and there were no pieces of the cutter noticed to be missing. The procedure was successfully completed using a new device. No patient injury reported.